Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the device was leaking very quickly; blood loss was 100cc; and there was no patient injury.

Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of quality records and reserve samples. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. Upon disassembly of the valve, off-center damage was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported a similar event for another device with the same product/lot number combination. See MDR 1118880-2016-00004 for details. The investigation results verified that two of the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4). The actual date reported was 01/21/2016.